Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Concomitant medical products: 5076-58 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedances and over-sensing on the right atrial (ra) lead. It was also noted that the ra lead experienced a loss of capture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.